Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2500 mcg/ml at 725 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient was being seen today, (B)(6) 2019 for a pump replacement. The pump status and/or event log report motor stall occurred and multiple motor stalls and recoveries. The intermittent stalls started on (B)(6) 2018. On (B)(6) 2018 the pump stalled and did not recover until (B)(6) 2018. It was confirmed the pump had not been impacted by magnets, emi (electromagnetic interaction), or MRI. The patient had no symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.